Manufacturer narrative:
(B)(6). The actual device was returned for evaluation, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and it was determined that the device gear blocked, seized and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the reciprocating saw attachment device had an unspecified defect. During in-house engineering evaluation, it was observed that the gear blocked, seized and rough running. There was no patient involvement. It was not reported if there were delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.